Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a normal elective replacement indicator (eri) and was unrelated to the procedure.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as medical device report 2017865-2025-38628, as the explant was due to a normal elective replacement notification (eri) and not a malfunction.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate atp on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced.